Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction. Please refer to medwatch 1220908-2014-00960 for a second similar report.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.